Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Had two oral-b replacement heads disintegrate [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had two oral-b brushheads, version unknown disintegrate on him. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.

Manufacturer narrative:
On 29-jul-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Had two oral-b replacement heads disintegrate [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that he had two oral-b brushheads, version unknown disintegrate on him. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.